Manufacturer narrative:
Initial reporter address - (B)(6).

Event description:
It was reported an entrapment and detachment occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified ostial right coronary artery (rca). A 1.50mm rotapro device was selected for percutaneous transluminal coronary angioplasty (ptca) procedure. The rotapro was prepped and platformed between 160,000rpm-170,000rpm outside the patient. During procedure, the burr rotation speed was at 170,000rpm and there was degree of deceleration. After burring the ostial lesion, the burr got stuck in mid rca. When the physician attempted to remove the burr from the patient body, it was noticed that the burr detached from shaft and landed in to rca. Then, the physician introduced the guidezilla and snare was used to successfully recover the separated burr. The detached burr was completely removed from the patient. The procedure was completed with another rotapro device. There were no patient complications reported, and the patient was doing well.